Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 270 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. An explant was reported. The event occurred during post-op; the patient recently had a pump/catheter replacement and they were now explanted due to an infection. There was no necessary diagnostics/troubleshooting done. The pump and catheter were explanted and would not be returned as they were discarded by the customer. At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿alive no injury¿